Event description:
Reporter alleged obtaining the results of 359 mg/dl and 122 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The customer declined to provide any further information including what is requested in these fields. It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
The customer declined to provide any further information including what is requested in these fields. It was unknown if the initial reporter sent report to the FDA.